Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specification as received. The evaluation revealed that the device broke at the spiral weld area. The cannula is bent and the handle has scratches. The device's mechanism was tested and functions as per surgical technique. Complainant's event typically caused by leveraging/prying the device during the implantation procedure. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the surgeon successfully engaged the first implant. While moving the device to the location for the second implant, the shaft of the device broke. The first implant remained in the patient and another ar-4502 from the same lot was used to complete the case. Procedure was a meniscal repair.